Event description:
It was reported that a device stored an episode of inappropriate vf due to noise. The pt was in the hosp for a device change out due to eri. Noise appeared as a flat line which was not what typical lead chatter associated with a lead issue looked like. Noise associated with lead fracture or insulation break has a high frequency with varying amplitudes. There is a possibility of emi. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.